Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir set does not work. The customer's blood glucose reading was 196 mg/dl at the time of incident. Troubleshooting found that insulin did not exit the tubing for one of the reservoirs that he recently received. Customer was advised that reservoirs may have been occluded and that the reservoirs would be replaced and to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of 2 sealed reservoirs and 1 opened and used reservoir showed that they are functioning properly and passed all functional testing. After testing it was concluded that the devices operated within specifications.